Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review of this device showed that the device had not been in for service before. Visual and functional tests were performed. The reported problem could not be confirmed. The cause of the reported issue was unable to be determined.

Event description:
It was reported that the pump alarmed upstream occlusion during bolus dosing. There was unknown reported patient involvement.